Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had poor sensing and pacing threshold. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the full lead was returned in segments and analyzed. There were no anomalies found. It was noted that the outer insulation was cut, torn, had a cosmetic depression and cosmetic white substance. The distal conductor was distorted. There was blood (not obstructed) on the conductor and covering the distal end. It was visually noted that there was apparent explant damage, and that the lead was stretched.